Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) : the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that during implant the left ventricular lead was "cut during slitting." Lead removed and replaced. No patient complications were reported as a result of this event.